Event description:
It was reported that the pt received a fitmore hp stem b ext. Offs., size 4 on the right side on (B)(6) 2012 and is experiencing pain, trouble with weight bearing and unable to straighten leg after sitting.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measure is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).